Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received lower sensor scan results when compared to unspecified readings obtained on hcp meter. As a result, customer experienced a loss of consciousness, "didn't feel right", "felt hot", "speech was not normal", and was unable to self treat, requiring contact with a healthcare professional (hcp). The hcp checked the customer's heart and temperature with unspecified results, performed a blood glucose measurement with result of 3.2 mmol/l, before providing third-party treatment of "sugary drink" and a sandwich. There was no report of death or permanent impairment associated with this event. Results of 16.00 mmol/l and 3.2 mmol/l were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when the 16.00 mmol/l readings was obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. No failure modes were observed . Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download section d4 (serial number) was updated from (B)(6) to (B)(6) . Based on returned product download section h4 (device mfg date) was updated from 2/17/2023 to 2/20/20231 . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received lower sensor scan results when compared to unspecified readings obtained on hcp meter. As a result, customer experienced a loss of consciousness, "didn't feel right", "felt hot", "speech was not normal", and was unable to self treat, requiring contact with a healthcare professional (hcp). The hcp checked the customer's heart and temperature with unspecified results, performed a blood glucose measurement with result of 3.2 mmol/l, before providing third-party treatment of "sugary drink" and a sandwich. There was no report of death or permanent impairment associated with this event. Results of 16.00 mmol/l and 3.2 mmol/l were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when the 16.00 mmol/l readings was obtained in relation to the reported medical event.